Event description:
Call came into medical records on 12/29/2011. States lead was explanted on (B)(6) 2011. Due to the lead had malfunctioned. No other information was available at this time. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).